Event description:
Voluntary medwatch received states that the atrial lead was explanted due to infection. No patient consequences was reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5159984.